Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is in hospice and the implantable cardioverter defibrillator (ICD) was left implanted past end of service and now the device is beeping due to charge circuit timeout. It was noted that prior all programmable alerts were shut off and the patient home monitor was programmed to no; however, the device is still beeping. The ICD remains use. No patient complications have been reported as a result of this event.